Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 55 mg/dl, 75 mg/dl and 54 mg/dl. Customer assisted with troubleshooting. Customer stated that the blood glucose result they entered was not accepted by the insulin pump. The devices will not be returned for analysis.

Manufacturer narrative:
The information that provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the material was sensor.